Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has showed noise oversensing on primary vector configuration. X-rays were performed, and nor a dislocation or an integrity issue could be confirmed on the electrode. The patient has concomitant sternal wires, and a contact between the electrode and it was not clearly appreciated either. The cause of the noise could not be determined. The s-ICD system was subsequently reprogrammed to secondary, and pocket manipulation with postural changes showed little or no noise at all. The patient will continue to be monitor. This s-ICD remains in service and no adverse patient effects were reported. Additional information was received that this patient received 2 inappropriate shocks due to t wave oversensing due to poor r to t wave ratio. Technical services (ts) discussed troubleshooting and programming optimization options. This s-ICD remains in service.